Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Updated h10. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually examined, and the following was observed: curvature of sheath shaft. Liner fully expanded as designed. Crimped thv stuck within proximal sheath hub. Distal tip torn radially along distal liner edge; hdpe stretching along tear; soft tip damage/stretching; scratches present on distal sheath shaft/tip. C-marker is present. All scorelines present. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. For the complaint of difficulty introducing sheath, through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaints difficulty introducing sheath was confirm ed empirically. Available information suggests that patient factors (calcification , tortuosity) likely contributed to the event as patient factors were confirmed via 3mensio imagery. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Scratches observed on the sheath shaft/introducer can be indicative of the presence of vessel calcification. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Kinks or curvature along the sheath shaft/introducer can be indicative of the presence of vessel tortuosity. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. For the complaints of sheath distal tip torn and inability to advance through sheath, based on the provided information and the device evaluation, it appears that significant resistance at the distal tip prevented the crimped thv from advancing, leading the user to withdraw the entire system before the valve exited the sheath tip. While the sheath distal tip could have torn during back table manipulation, resistance and the lack of valve advancement could also have resulted from a distal tip tear occurring during advancement, with the valve becoming stuck at the tear. Given that multiple valve advancement attempts were made and resistance was observed, it is considered more likely that the distal tip tear and associated resistance occurred during advancement rather than during back table manipulation. Therefore, this complaint falls within the scope of a CAPA that was was opened to address esheath inner diameter hdpe damage contributing to the tip tear events. The complaints of sheath distal tip torn and inability to advance through sheath were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra ) and/or by manufacturing process variation. Additionally, patient factors - such as challenging anatomy - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to 3mensio imagery show ing an indication of tortuosity, curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr with a 29mm sapien 3 ultra resilia valve. As reported, there was none to moderate difficulty noted faced when inserting 1st esheath into the patient. The heart team was unsuccessful in advancing the 1st sapien 29mm valve through the tip of the 1st 16fr esheath+. The delivery system and valve did not exit the tip of the sheath. However, the tip of the esheath was ripped. After multiple attempts the heart team made the decision to remove the 1st sapien 29mm valve and 29mm commander delivery system and 16fr esheath+. A second sapien 3ur 29mm was prepped on commander delivery system and inserted via the esheath+ without issue. The valve was successfully implanted and patient was transferred to the unit in stable condition. There was no patient injury noted. The root cause of the event was unknown.